Manufacturer narrative:
The pacemaker was returned for analysis. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Laboratory analysis was unable to confirm the reported field observation.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The patient complained of abdominal pain. It was found that the right ventricular (rv) lead dislodged and was repositioned; however, the pain continued, and it was identified that the rv lead caused perforation. It was decided to explant the pacemaker along with leads. No additional adverse patient effects were reported.